Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance fluctuated between 100 and 110 ohms, with spontaneous peaks at 140 ohms, so the health care professional (hcp) asked boston scientific technical services (ts) for troubleshooting advise. Ts reviewed data from the device and indicated that noise was not observed but lead integrity concerns cannot be discarded. There is no further information available at this time. The device remains in service and no adverse patient effects were reported.